Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / right side pelvic pain") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included underweight, enlarged lymph nodes (excl infective), ovarian cyst, vaginitis, vulvovaginitis, flank pain, cough, tobacco user, headache, flatulence and eructation. Previously administered products included for an unreported indication: mirena. Past adverse reactions to the above products included dyspareunia with mirena. Concomitant products included aciclovir sodium (acyclovir abbott vial). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)- terrible with menstruation progressively worsened"). In (B)(6) 2012, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type/bladder or urinary problems or changes: frequent bladder infections") and urinary tract infection ("urinary tract infection"). On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"), 5 years 11 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("sharp stabbing pain in abdomen"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tube)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, cystitis, urinary tract infection, dyspareunia, weight increased and abdominal pain outcome was unknown and the dysmenorrhoea had resolved. The reporter considered abdominal pain, cystitis, dysmenorrhoea, dyspareunia, pelvic pain, urinary tract infection and weight increased to be related to essure. The reporter commented: insertion date provided as (B)(6) 2012, (B)(6) 2012. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.2 kg/sqm. Computerised tomogram abdomen - on an unknown date: total bilateral occlusion. Hysterosalpingogram - on (B)(6) 2012: unilateral occlusion (left tube occluded); on (B)(6) 2014: essure fallopian tube occlusion devices noted bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-apr-2019: pfs and mr received - previously reported event "injury to herself " updated with "pain", events- "frequent bladder infections, urinary tract infection, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain, sharp stabbing pain in abdomen", reporter, medical history, lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / right side pelvic pain') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included underweight, enlarged lymph nodes (excl infective), ovarian cyst, vaginitis, vulvovaginitis, flank pain, cough, tobacco user, headache, flatulence and eructation. Previously administered products included for an unreported indication: mirena. Past adverse reactions to the above products included dyspareunia with mirena. Concomitant products included aciclovir sodium (acyclovir abbott vial). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)- terrible with menstruation progressively worsened/ painful menstrual cycle"). On (B)(6) 2012, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type/bladder or urinary problems or changes: frequent bladder infections") and urinary tract infection ("urinary tract infection"), 3 months 23 days after insertion of essure. On (B)(6) 2012, the patient experienced abnormal weight gain ("weight gain/ excessive weight gain"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("sharp stabbing pain in abdomen"). The patient was treated with antibiotics and surgery (salpingectomy (bilateral removal of fallopian tube)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, cystitis, urinary tract infection, dyspareunia, abnormal weight gain and abdominal pain outcome was unknown and the dysmenorrhoea had resolved. The reporter considered abdominal pain, abnormal weight gain, cystitis, dysmenorrhoea, dyspareunia, pelvic pain and urinary tract infection to be related to essure. The reporter commented: insertion date provided as (B)(6) 2012, (B)(6) 2012 current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.2 kg/sqm. Computerised tomogram abdomen - on an unknown date: total bilateral occlusion. Hysterosalpingogram - on (B)(6) 2012: unilateral occlusion (left tube occluded); on (B)(6) 2014: essure fallopian tube occlusion devices noted bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2019: pfs received- pt changed from weight increased to abnormal weight gain. Treatment drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.